Event description:
Patient presents with pain from an undetermined origin. No reported revision of components was received. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific identification information was not provided, precluding a review of the device history record.